Event description:
A non-codman valve was explanted due to signs of device failure. The codman hakim valve was then implanted with a medtronic ventricular catheter. Approx 7-10 days after implantation, the pt experienced dizziness and vomiting. The pt went to the emergency room and attempts to lower the opening pressure were unsuccessful. The valve was explanted and traces of blood were observed in the siphonguard chamber.